Event description:
It was reported that this inflatable penile prosthesis (ipp) reservoir migrated to the scrotum. A surgical procedure was performed, during which the component was removed and replaced. No patient complications were reported.